Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the "joint at the bottom of the filter" of a theranova 400 during hemodialysis therapy. The volume of blood loss was not known. The blood was not returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was received for evaluation. Visual inspection of the actual sample showed the product to be contaminated with blood and connected to the blood-filled tubing set. After several disinfections, only the dialysate was rinsed free of blood. Functional testing of the dialysate side was performed, and no leak was observed. Additional leak testing was not performed due to device clotting. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.